Event description:
It was reported that during a surgical procedure, metal shavings fell from the bur. It was also reported that the metal shavings that fell into the surgical site were washed out with saline. It was further reported that this event resulted in a ten minute delay to the surgery and ended with no other incident.

Manufacturer narrative:
The bur and a metal fragment subject to this MDR was returned for eval. The returned bur was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.